Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all silicone foley catheter. Verified material number 2758j14 and manufacturing lot number ngjz2836. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) with using returned syringe. The catheter was inflated with no difficulty and there is balloon concentricity of 60/40. The balloon 10ml of solution was deflated within 01min 25sec. This is within specification per inspection procedure (B)(4), which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, they connected a syringe and tried to inject water in the foley catheter. However, it back flowed and could not be used. They could not pour the water in, but after a while they were able to pour in the full amount. They only poured in about 0ml.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, they connected a syringe and tried to inject water in the foley catheter. However, it back flowed and could not be used. They could not pour the water in, but after a while they were able to pour in the full amount. They only poured in about 0 ml.